Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the controller wouldn't power on or they would get the replace controller batteries message when charging the implant and the issue began today. During the call patient denied damages on the recharger and controller charging port. Patient plugged the recharger and got excellent. Controller was at 100% and implant was at 30%. Agent placed patient on a hold and when agent got back patient got the replace controller batteries message. The issue was not resolved. A replacement recharger was sent out. No symptoms were reported. Patient called back stating they got a new recharger telemetry module (rtm) but did not realize they were suppose to send back the old one. Patient already threw the recharger telemetry module (rtm) and could no longer return the old one.